Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user had high glucose value.

Event description:
Consumer complaint of "hi" blood results. Expected fasting blood glucose results are approx 150 mg/dl. Consumer does not feel great and observed symptoms of irritability, nervousness, and agitation. Currently on medication to manage diabetes. Back to back blood test performed 4.5 hour after meal and medication ((B)(6) 2015; 3:24 am) with results of "hi" and "hi". Consumer administered insulin 4.5 hours ago and within the duration of the call. Verified storage of test strips are within specification and kept in the bedroom. Test strip lot MFR's expiration date is 07/24/2017 and open vial expiration date is a week ago. Recall test results from meter memory (unable to provide time). No adverse event reported.